Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is capsular contracture baker grade iii.

Event description:
Healthcare professional reported a left side capsular contracture baker grade iii. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified a deformation device, crystalline, creases flat and weight to the spec. Cloudy and bubbles were observed in the gel after the autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Device has been explanted.